Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), d10, g2, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. Corrected fields: g8, h6(medical device ¿ problem code) a getinge field service engineer (fse) evaluated the unit and was unable to replicate the user¿s complaint. The fse also found code 139 in the logs in (oct2025), correlating to the power management board. The fse identified what appear to be minor saline traces in some of the executive processor board electrical components. Hence, in 2021 unit had a reported of fluid ingress but showed no signs of touching the executive processor board. The high-pressure helium transducer connector and interface cable connector connecting to the hospital carts power supply monitoring board showed signs of saline. The fse replaced executive processor board to address code 139, as a precaution, given power management board had been replaced in feb2025. The gasket on ac access panel was wore out with signs of old fluid ingress. The fse replaced ac access panel, as a precaution. The high pressure transducer cable, along with interface cable showed small traces of soil, unclear whether saline or other fluid, hence replaced parts as precaution. The hospital carts power supply was retrieved from cart and inspected, showing no signs of fluid ingress or other damages. The fse left the unit running overnight in biomed, at 100 bpm with trainer and testing catheter. It was verified that the unit ran overnight, only logging code 77 12 times, without any other codes. The compressors temperature at 60 degrees after overnight. The unit calibrated and passed all functional and safety tests per factory specifications. Additionally, the fse replaced external batteries x2 due for replacement at the 4 year interval. The failure analysis and testing dept. Received the following parts associated with this complaint: executive processor board high pressure transducer cable press xdcr hipress 3500 psig ac access panel parts were received with a reported failure of an overheat alarm, code 139, and traces of saline. The fat performed a visual inspection and found high pressure transducer cable and press xdcr hipress 3500 psig to have traces of saline on the connectors. See attachments. The failure for these parts is confirmed with probable cause being a user operational context along with a design issue of the saline ingress. The rest of the parts appear in good condition. No failure for the ac access panel. The fat installed executive processor board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. This part fails to boot up. Possible cause may be due to the saline ingress. No visual saline residue was found on the board however. This board revision is obsolete and cannot be tested by the supplier. Retaining the parts in the failure analysis and testing department per procedure.

Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) had console alarming for overheating. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation (e1) event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.